Manufacturer narrative:
Product complaint # (B)(4). Additional information: g3 (others) report attached, h6 - attachment: [vol.2020.01- proceed mesh.pdf].

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and the mesh was implanted. It was reported that 15 months after having mesh implanted the patient was hospitalized to have surgical removal of mesh and hernia repair on (B)(6) 2019. It was also reported that there was a 2 cm diameter hole defect in the mesh, that occurred over 15 months while mesh was implanted. An omental protrusion through mesh requiring surgical removal of mesh and repair of hernia resulted.